Event description:
A caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully restarted their sensor session without any further issues.